Event description:
The customer felt that the insulin pump was not delivering insulin properly. The customer also felt that the buttons were not responding as they should. The caller stated that she sometimes just presses buttons until the insulin pump does what it's supposed to. Advised the caller that the insulin pump would be replaced. Also advised that it sounded like the customer needed training. The caller stated that the territory manager was scheduled to train the customer, but he still felt that the insulin pump should be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.